Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled, due to limited battery capacity. It was noted that a code 1003 may have occurred, but it was not confirmed by engineering analysis of device data. Technical services discussed that this was a false positive explant indicator related to a software update with magnet application. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device, to update the software. No adverse patient effects were reported. Currently, this pacemaker remains in service.